Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The circuit module was replaced and the unit was returned to service. The customer contact reported there is no patient information available. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.